Event description:
It was reported when the device came in for repair it was noted by the user facility that it became too hot and was unable to use. Numerous attempts have been made to the user facility, but we were unable to obtain additional information. It is unknown if this occurred during a surgical procedure and if there was patient involvement. There were no reported allegations of adverse consequences associated with this event.